Event description:
Procedure: stress urinary incontinence. According to the reporter: the pt has experienced vaginal bleeding, dyspareunia, vaginal discharge, mesh erosion, abscess, scarring, fistula, recurrent urinary incontinence, pelvic pain, and urinary tract infections. The pt has undergone other procedures.

Manufacturer narrative:
(B)(4).